Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after performing a factory reset and supply change during ilet setup, with a highest blood glucose of 211 mg/dl over approximately four hours; insulin delivery was resumed after assistance, and glucose levels stabilized thereafter. Symptoms included dizziness and fatigue. Outcomes included the need for troubleshooting and education without alerts above 300 mg/dl, without back-up therapy, ketone testing, medical intervention, or hospitalization. Investigation included customer service review, user coaching on setup and supply change, and confirmation of resumed insulin delivery and subsequent stabilization. Investigation of this case revealed no device alarms or malfunctions were reported, and the cause of hyperglycemia remained unclear given the recent reset and supply change during early use. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.